Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the asymptomatic patient presented in clinic during follow-up, the device was post-sensed t-wave oversensing causing false tachycardia. The oversensing was noted on a stored egm. Programming changes were made during the device check. Device remains implanted.